Manufacturer narrative:
A ge representative evaluated the system and found the dose card wiring to be inverted. Corrected wiring. System operates as intended.

Event description:
Customer reported problems with the dose display. No patient injury was reported.